Event description:
Approximately two months ago, patient was admitted in the hospital for hypoglycemia. Family member does not recall the date of the incident. Patient woke up one morning, and did not experience any symptoms. They tested their blood glucose and took insulin based on the reading, ate breakfast and went to school. A couple of hours later, family member received a call from the school, letting them know that patient needed some insulin, since patient had ran out of supplies at school. When family member arrived at the school, patient looked like patient was low and the meter had read "hi". When family asked patient, how they felt they told them that they felt low and not as if their blood sugar was high. Based on the meter reading, their family member gave them 10u of regular, and left the school. A short while later, patient's family member received a call from the school stating that patient was in the ER, for low blood sugar. Paramedics meter had read 30mg/dl. Patient was in the ER for one day and diagnosed as having hypoglycemia. Family member claims patient was treated with IV and does not know what other treatment was given. Patient was taking 70/30 based on a sliding scale and also r. Family member does not recall how much patient takes and claims after their stay in the hospital the md had changed their insulin to a "new type of insulin." Family member does not know the name or how much patient takes. Just recently the subject meter had segment's missing, and it's now hard for the patient to know how much insulin to take, due to the display issue. Medical affairs has replaced the subject meter and also sent patient a back up meter.